Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. The device was depleting pad-paks.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 27th april 2010. Previous experience has shown that devices returned with symptoms of switching themselves on may be attributed to membrane failure. The multiple manual power ons of 10 minute durations and the measurements taken during the investigation would suggest a failing membrane. The multiple manual power ons resulted in premature depletion of the installed pad-paks and would account for the returned pad-pak being depleted. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
There was no patient involved in this event. The device was depleting pad-paks.